Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was not returned for evaluation. Retention samples were evaluated and showed no indication of the alleged defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 160922. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a bd microlance¿ hypodermic needle 27 g x 19 mm broke off in a patient's leg during an injection. The hospital has attempted three times to remove the needle via surgery but has been unsuccessful. No further details about additional medical or surgical interventions has been provided.